Event description:
It was reported that intermittent capture was observed on the lv lead. The physician opted to explant the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported capture anomaly was not confirmed in the laboratory. The device's functionality was tested on the bench and on our automated electrical test system. All device functions were normal.